Event description:
Pt admitted with tachy-brady syndrome underwent pacemaker implant on 03/14/97. Malfunctioning generator was noted when attempt was made to interrogate the pacemaker post-implant. Pt was immediately returned to the o.r. And generator was changed.